Event description:
As reported, approximately 4 years and 11 months post the initial left total shoulder arthroplasty, the patient reported discomfort with shoulder. Observation of components found an unusual wear pattern in the glenoid component. The poly and all three peripheral pegs were removed as one piece. The central cage remained in the bone. A piece of the poly connected to the central cage also remained, leaving a circular defect in the poly. The surgeon utilized allograft paste and cancellous cubes to address the void. Some posterior wear was also present. The patient was converted to a hemiarthroplasty, with intention to convert to a reverse total shoulder arthroplasty at a later date. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. D10: 300-01-13 - equinoxe, humeral stem primary, press fit 13mm 5958675 310-01-47 - equinoxe, humeral head short, 47mm (beta) 5995896 300-20-02 - equinox square torque define screw drive kit 6275334 300-10-45 - equinoxe replicator plate 4.5mm o/s 6294662.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c, d. The discomfort and subsequent revision reported was likely the result of prosthesis wear and fracture of the anatomic glenoid component. The cause of the wear and fracture may be due to incomplete seating of the implant and/or off-axis drilling of the peg holes during implantation resulting in a rocking horse effect. However, the series of events could not be confirmed as the devices were not returned for evaluation and no radiographs were provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.